Event description:
Pump did not detect air-in-line. Pump infused pre-meds and beeped appropriately. Infusing cisplatin (a bottle w/ vent open) 250cc over 1 hr; finished infusing; air detector did not alarm; stopped before air reached pt. Moved next bag to different pump. Kept cisplatin, tubing, and pump intact exactly as found. Turned pump off and contacted clinical director. Pump left as is w/ cisplatin bottle and tubing in place. Placed in pharmacy to be taken back for investigation.

Manufacturer narrative:
Following device return, zyno staff conducted the following tests: visual inspection: device structure appears intact. Previous infusion: try to resume infusion. Device history indicated that the previous infusion completed. Programmed device under investigation with parameters indicated in user facility occurrence report. Cannot reproduce customer reported error. Rule out constant component failure. Repeat the test in previous step 120 times. Cannot reproduce customer reported error. Rule out device intermittent failure. Conf call with the head nurse and clinical director of the user facility to review potential workflow related issues. The head nurse and clinical director indicated that the sop of the user facility is over program volume_to_be_infused (vtbi) to infuse as much drug into pt. Suggested to user to program the correct amount in vtbi. The correct vtbi will be a supplemental pt safety measure in case air-in-line alarm fail. Further recommend to user facility to adopt workflow change of using secondary infusion sets to achieve the objective of infuse as much of the drug into pt without incur the risk of rely solely on air-in-line alarm as the single event to stop infusion. There are 2 separate occurrences of air-in-line alarm failure reported since device first marketed 05/2008. Both incidents occurred in the same user facility (2009) which as 50 such devices. Scheduled follow up trip to user facility on 05/04/2009 to further investigate. There were total of 1120 installed z-800 pumps up to date. Most of them are used in oncology infusion centers with similar use case as the reporting user facility. See scanned pages.